Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: resistance/detachment. Time of malfunction: during procedure. Symptoms/ae: medical/surgical intervention. It was reported that during angioplasty, the right common femoral artery was accessed and the rx viatrac plus dilatation catheter was advanced over to the left popliteal artery. Successful dilatation of the popliteal was performed; however, upon removal of the device, resistance was felt and the distal portion (approx 30 cm) of the catheter broke off at the guide wire exit notch in the left common femoral artery. The left common femoral artery was accessed and an unsuccessful attempt was made to re-sheath the detached piece. Multiple attempts were made using a non-abbott snare device to retrieve the detached portion of the device but the attempts were unsuccessful. A cut down procedure of the left common femoral artery was performed and the entire detached portion of the device and a significant piece of calcium were retrieved successfully. There was no other patient sequela reported. Though requested, no additional information was provided.